Event description:
Post insertion, line hub was clamped to place injection cap on hub. Line snapped in half at the hub.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: according to the customer, the clamp was used after the insertion and snapped the extension line. Although the sample was not received for evaluation. Vygona gmbh has received previous complaints for this issue. This failure is often seen as a result of the clamp being closed several times in the same location, deforming the catheter in that specific location. The clamp should only be used to close the extension for a short time; extended used can cause the reported issue. Additionally, the failure can be replicated if the extension line was pulled during handling while having the clamp closed, causing the damaged where the clamp was. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests are performed after product is packaged. This is the fourth complaint regarding a problem with extension line and sliding clamp on code 1261.20 within the last three years. No further corrective action initiated by quality management because no sample was sent, and no root cause analysis can be made. Corrective action: without the sample the cause of this issue could not be determined. Therefore, no corrective action will be initiated at this time. This failure will be monitored for future actions.

Manufacturer narrative:
The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
Post insertion, line hub was clamped to place injection cap on hub. Line snapped in half at the hub.